Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow up. It was noted that the cardiac defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Programming changes were made. No further information was available.